Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that today the patient got two radiating shocks in her car yesterday. The patient's stimulation is currently discharged today and she reports it has been off for two weeks. There were no known factors that may have contributed to this. The patient's recharger is empty and the patient's husband is bringing the cord to charge. The issue has not been resolved at this time. The patient's medical history includes spinal cord stimulator (scs), htn, and chronic pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the cause of the patient¿s shocking was not known. They stated that the patient just needed to charge the device to resolve it being in discharge. The patient noted that stimulation was good before having the device not charged. The rep added that the patient was charging normally and has not had any further issues since meeting with the physician. No further complications were reported or anticipated.